Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to the system being difficult to pump. It was also noted that the pump was 11 years old.

Event description:
According to the available information, the device was explanted and replaced due to the system being difficult to pump. It was also noted that the pump was 11 years old.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the pump bulb. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. Abrasion was noted on both exhaust tubes of the cylinders. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. A separation was noted on the lock out valve of the reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 and on the reservoir lockout valve occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.